Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, after tunneling over the sternum from right to left to allow the lead to be connected to the left sided device, the lead had gotten 'folded' so the tip was moving through the tunnel backwards. The cap that was temporarily secured with sutures to the lead pin for the duration of the procedure had pulled off and was missing from the tip of the lead. The lead was functioning as expected so the decision was made to leave the cap in the patient.